Manufacturer narrative:
(B)(4). D10: g7 vit e neutral lnr 36mm f; item# 30103606; lot# 66918671. G7 osseoti 4 hole shell 54mm f; item# 110010245; lot# 66888875. Echo b-mtrc mp fp ho 13; item# 193113; lot# 224840. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to a broken ceramic head. Only the ceramic head and liner were removed and replaced. The fractured head and damaged liner. Attempts have been made and no further information has been provided.